Manufacturer narrative:
Patient weight and ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure.date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted.the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.adverse event problem health effect - impact code: 4631 iol removal and replacementattempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 intraocular lens (iol) unrolled and was removed and replaced for better insertion. There was no incision enlargement, no suture(s), and no vitrectomy. Replacement lens information and patient outcome post-procedure are both unknown. No further information is available.

Manufacturer narrative:
Additional information was received with delivery system return. Patient's affected eye was ocular sinister (left eye). The following fields have been updated based on additional information received with delivery system return. Corrected data: section e-1 title: dr. Section e-1 first/given name: (B)(6). Section e-1 last name: (B)(6). Section e-1 telephone number: (B)(6). Section e2 health professional: yes. Section e-3 occupation: physician. Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 25, 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no iol was received as part of this return. The complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Complaint issue "unfolding issue" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.